Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failed performance spec: measurement 0.107 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.107 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). The device was evaluated in the product analysis lab (pal). Measured the main ground bus resistance from door post to power entry module ground prong and encountered resistance of 0.059 ohm. Performed inspection of door post and encountered loose door post screw. Tighten door post screw and re-measured the main ground bus resistance from door post to power entry module ground prong and resistance measured 0.003 ohm. The assignable causes for the ground bond failure was determined to be caused by poor connection due to loose door post screw. The door ground post will be scrapped, device was sent to servicing.